Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump failed battery test. The customer¿s blood glucose level was 285 mg/dl. Customer stated that fail batter alarm was recurred with each new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec. However, device alarmed intermittent failed battery test and low battery alarms due to corroded battery tube. Device passed the rewind, basic occlusion test, prime or a33 test, excessive no delivery test, self test and displacement test. However, device alarmed motor during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test due to motor error alarms. The motor was tested outside the device and passed. .